Manufacturer narrative:
The original MDR 3500a for this event was submitted in error. Implants that are received damaged are not considered serious injuries, this is a packaging issue. Although the device may have failed to meet its performance specifications or otherwise perform as intended, a damaged implant can be replaced and therefore does not necessitate medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. (B)(6) 2017.

Manufacturer narrative:
Patient's age, sex, weight, event date,other relevant history, including preexisting medical conditions, implant and explant dates were not provided. When the requested information becomes available, supplementary report will be submitted. Device evaluation results are not available. When the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), during clinical procedure, product damage/ packaging issue was observed.